Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a defect with number of uses 8 of 14. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved physical damage at the distal end of the instrument, such as a broken or frayed cable, with no problems related to cautery energy delivery, non-intuitive motion, limited or imprecise motion, or signs of sparking or thermal damage. Additionally, there was no visible damage to the conductor wire, such as exposed wire due to damaged insulation or a cable broken in half. The procedure was successfully completed using a backup instrument of the same kind, and the instrument in question is available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.